Event description:
The user received erroneous results for 15 patient serum samples due to a cell rinse unit malfunction. Of the data provided, the creatinine and/or phosphorus results for 13 samples were discrepant. All results are in mg/dl. Sample 1 initial creatinine result was 2.1, repeat result was 0.8. Sample 2 initial creatinine result was 12.3, repeat result was 0.9. Sample 3 initial creatinine result was 2.9, repeat result was 4.1. Sample 4 initial phosphorus result was 7.5, repeat result was 2.6. Sample 5 initial creatinine result was 3.7, repeat result was 1.0. Sample 6 initial creatinine result was 1.7, repeat result was 0.6. Sample 7 initial creatinine result was 1.8, repeat result was 1.4. Sample 8 initial creatinine result was 3.5, repeat result was 0.8. Sample 9 initial creatinine result was 1.6, repeat result was 1.0. Sample 10 initial creatinine result was 3.3, repeat result was 2.1. Sample 11 initial creatinine result was 2.4, repeat result was 1.4. Sample 12 initial phosphorus result was 7.3, repeat result was 2.3. Sample 13 initial creatinine result was 7.3, repeat result was 1.7 and initial phosphorus result was 19.5, repeat result was 2.5. The initial results were sent out. The user called the physicians and no patients were adversely affected and there was no change in treatment. The creatinine reagent lot number was 61427501 and the phosphorus reagent lot number was 61480501. The field service representative determined one of the rinse nozzles was blocked or clogged. He removed the debris from the vacuum nozzle, replaced the cells, replaced the lamp and performed scheduled maintenance. He verified the analyzer operation by visually checking the system and running calibration and qc.